Event description:
I have an allergic reaction to a chest port needle. I suspect it is the 8-11% nickel that the MFR says is in the stainless steel. The site itches, my throat itches, and breathing is difficult as long as the port is accessed with this needle. The reaction subsides after I am deaccessed.